Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. A manufacturer representative went to the site to test the equipment. It was reported the umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information regarding an imaging device. It was reported that there was bad image quality. No patient was present.